Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (exposed wires) was confirmed. Upon investigation the monitor's electrode belt. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged monitor connector. The pt was issued a replacement monitor.

Event description:
The wife of an (B)(6) male pt called zoll customer support to report that wires were exposed on the pt's monitor. The pt was issued a replacement monitor.